Manufacturer narrative:
(B)(4). Concomitant medical product - unknown oxford tibial component, therapy date - unknown. Concomitant medical product - unknown oxford femoral component, therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01251 and 3002806535-2017-01252.

Event description:
It was reported that patient underwent initial right total knee arthroplasty and subsequently underwent revision surgery due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.